Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023 for a lefort I and ssro for jaw deformity surgery, the seven boxes of the screw in question were delivered to the hospital. When the boxes were opened for fixing the plate with the screws in question, all the actual screws were self-tapping screws, not self-drilling screws. The 04.503.224.04s package contained a completely different product. The actual product in the package is presumed to be 04.503.205.04s. The surgeon opened two additional boxes, they all had self-tapping screws as well. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) ti matrixmidface screw self-drilling 4mm. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3: reporter is a j&j sales representative. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil which conducted a visual inspection of the returned device. The overall complaint was confirmed as the observed condition of the scr ã¸1.5 self-drill l4 tan 4u I/clip [04.503.224.04s/6721p08] would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed 04_503_223 rev f current, rev e manufactured. H6 a manufacturing record evaluation was performed for the finished device product code : 04.503.224.04s lot number : 6721p08 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 17/07/2023 manufacturing site:jabil bettlach expiry date:01/07/2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.